Manufacturer narrative:
Mml #: (B)(4).

Event description:
The patient requested that the implantable pulse generator (ipg) be relocated due to pocket site pain. No patient harm or injury report was reported, and the ipg was relocated without complications. Reportedly, the patient is extremely thin, and the ipg was initially implanted in the same pocket as the removed scs. The device remains implanted and functional. Following the ipg relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The patient reports being more comfortable since the ipg has been relocated. The device history record was reviewed. No relevant non-conformances were identified.